Event description:
It was reported that the nurse started therapy on a patient about 23 minutes ago in an arctic sun device. Therapy stopped and there was no water temperature or flow rate. The targeted temperature (tt) was 33.5c and the patient temperature (pt) was 33.8c and almost at target. Nurse was unsure why the therapy stopped. Nurse also stated that the duration was set to 72 hours, however the timer had not started counting down. Nurse also asked if the device would alarm if it needed water. Walked nurse through accessing the event log noted there was an alarm 14(patient temperature 1 probe out of range), alarm 50 (patient temperature 1 erratic) and then alarm 15(unable to obtain a stable patient temperature). Explained these alarms indicate an erratic patient temperature. Confirmed with nurse they had an esophageal probe connected to the device reading 33.8c. Had nurse flex the temperature cable and patient temperature did not fluctuate. Nurse plugged esophageal probe into bedside monitor, and it was reading 33.7c. Confirmed with nurse they had not flushed the nasogastric tube recently. Nurse stated that they had been moving the baby recently and confirmed the probe was still in place. Confirmed it was possible it was picking up on the movement as heat generation. Had nurse check the hypothermia settings, cooling was set to begin at target. Explained the timer had not started counting down because the patient had not reached target temperature yet. They could change this to begin immediately if they prefer, this would mean the timer begin when they initiate therapy. Informed nurse the device checked the water level each time it was booted on, if the reservoir was low, it would alert this prior to beginning therapy. Walked nurse through accessing system diagnostics and confirmed water reservoir level (wrl) was 5, explained this was full. Suggested nurse restart therapy so they could confirm a water flow rate (wfr) and water temperature (wt). Nurse stated that they were now performed a sterile procedure on the patient so they would call back once they were done with this to continue. Called nurse back at 2200, confirmed therapy was running with no issues. Confirmed duration timer counting down, patient temperature (pt) was 33.3c, water temperature (wt) was 30.9c, water flow rate (wfr) was 0.7 l/min. Informed nurse to monitor the flow rate, discussed flow rate and heater capacity correlation. Informed nurse if flow rate dropped to 0.6 l/min or lower and did not come back up, go ahead and call us back. With the water temperature being warm for now, everything looks good. Per follow up information received via email on 14jul2023, additional call received for this event. Nurse on (B)(6) 2023. They were getting alarm 64 (non-recoverable system error, unable to enable pump power) in a device. Directed nurse to cycle the power. Explained if alarm recurred to send to biomed, but otherwise it was okay to continue using device. Flow rate was 1.2lpm at end of call.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is a failed temperature cable. However, this cannot be confirmed. A device history review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: ¿the arctic sun¿ temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Specifications environmental conditions at operating temperatures higher than 27°c (80.6°f), the refrigeration system¿s cooling capacity and therefore its ability to cool a patient is compromised. If the control module is to be exposed to subfreezing temperatures, perform the total drain process. See section vi. Operation guide¿advanced setup¿total drain for further instructions. Disposal upon end of life, dispose of in accordance with local weee regulations or contact your local bd supplier or distributor to arrange for disposal. Control module the arctic sun¿ temperature management system control module is the main component of the arctic sun¿ temperature management system. It incorporates the system electronics, hydraulics, software, and the touchscreen control panel. The power cord, fluid delivery line, patient temperature in cables, patient temperature out cable and fill tube connect to the rear of the control module. The figure above identifies the main features and component connection sites. Use only bd supplied cables and accessories with arctic sun¿ temperature management system control module. The use of accessories, transducers or cables other than those specified may result in increased electromagnetic compatibility (emc) emissions or decreased immunity of the arctic sun¿ temperature management system control module. Power cord hospital-grade power cords are available with several inlet connector styles to meet national/regional power requirements and wall outlet specifications. Fluid delivery line water flows between the arcticgel¿ pads and control module through the fluid delivery line. Fill tube a fill tube is used to fill the control module water reservoir. Arctic sun cleaning solution arctic sun cleaning solution is added when filling the control module with sterile water. This is done to suppress microorganism growth in the water reservoir and hydraulic circuit. For information regarding safe handling, please refer to https://www.bdttmsolution.com/ for the cleaning solution sds. Patient temperature input cables and probes patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. The arctic sun¿ temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. Figure IV-2. Temperature input cables a temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in 2 connector. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only. Patient temperature output cables the arctic sun¿ temperature management system control module has the capability to output the current temp in 1 reading to a ysi 400 compatible hospital monitor. The arctic sun¿ temperature management system temperature output cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with the various hospital monitor input cables. Select the patient temperature cable with the correct connector style for your hospital monitor. Note: the temperatures displayed on the arctic sun¿ temperature management system control panel and the hospital monitor represents the same probe reading but may not be identical due to calibration differences between the control module and the monitor.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse started therapy on a patient about 23 minutes ago in an arctic sun device. Therapy stopped and there was no water temperature or flow rate. The targeted temperature (tt) was 33.5c and the patient temperature (pt) was 33.8c and almost at target. Nurse was unsure why the therapy stopped. Nurse also stated that the duration was set to 72 hours, however the timer had not started counting down. Nurse also asked if the device would alarm if it needed water. Walked nurse through accessing the event log noted there was an alarm 14(patient temperature 1 probe out of range), alarm 50 (patient temperature 1 erratic) and then alarm 15(unable to obtain a stable patient temperature). Explained these alarms indicate an erratic patient temperature. Confirmed with nurse they had an esophageal probe connected to the device reading 33.8c. Had nurse flex the temperature cable and patient temperature did not fluctuate. Nurse plugged esophageal probe into bedside monitor, and it was reading 33.7c. Confirmed with nurse they had not flushed the nasogastric tube recently. Nurse stated that they had been moving the baby recently and confirmed the probe was still in place. Confirmed it was possible it was picking up on the movement as heat generation. Had nurse check the hypothermia settings, cooling was set to begin at target. Explained the timer had not started counting down because the patient had not reached target temperature yet. They could change this to begin immediately if they prefer, this would mean the timer begin when they initiate therapy. Informed nurse the device checked the water level each time it was booted on, if the reservoir was low, it would alert this prior to beginning therapy. Walked nurse through accessing system diagnostics and confirmed water reservoir level (wrl) was 5, explained this was full. Suggested nurse restart therapy so they could confirm a water flow rate (wfr) and water temperature (wt). Nurse stated that they were now performed a sterile procedure on the patient so they would call back once they were done with this to continue. Called nurse back at 2200, confirmed therapy was running with no issues. Confirmed duration timer counting down, patient temperature (pt) was 33.3c, water temperature (wt) was 30.9c, water flow rate (wfr) was 0.7 l/min. Informed nurse to monitor the flow rate, discussed flow rate and heater capacity correlation. Informed nurse if flow rate dropped to 0.6 l/min or lower and did not come back up, go ahead and call us back. With the water temperature being warm for now, everything looks good. Per follow up information received via email on 14jul2023, additional call received for this event. Nurse on 14jul2023. They were getting alarm 64 (non-recoverable system error, unable to enable pump power) in a device. Directed nurse to cycle the power. Explained if alarm recurred to send to biomed, but otherwise it was okay to continue using device. Flow rate was 1.2lpm at end of call.